Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2011, and a morcellex was utilized; pathology from this procedure confirmed leiomyosarcoma. On (B)(6) 2011, the patient had a port catheter place for chemotherapy to treat lms. The patient experienced depression, anxiety, fatigue, nausea, insomnia, diarrhea, constipation, and peripheral neuropathy. The patient received six cycles of chemotherapy treatments. The patient's last dose of chemotherapy was on (B)(6) 2011. In (B)(6) 2011, the patient underwent a fine needle aspiration of a large mass near the port site, consistent with the disease recurrence. On (B)(6) 2011, the patient underwent an exploratory laparotomy, abdominal trachelectomy, resection of right-sided abdominopelvic mass and partial omentectomy. The patient was diagnosed with having recurrent lms, and high- grade sarcoma. In (B)(6) 2011, the patient underwent a pet/CT which revealed masses at the psoas muscles and a small mass in the central pelvis. In (B)(6) 2011, the patient started radiation therapy. Radiation was discontinued in (B)(6) 2011, when the patient was admitted in the hospital due to abdominal pain, vomiting, and diarrhea. The patient underwent a CT scan which revealed enlargement of the two pelvic masses. The patient began chemotherapy in (B)(6) 2011. The patient has undergone chemotherapy, radiation therapy, surgery, side effects from metastasized lms cancer, gastrointestinal issues, mental, emotional distress, and chronic pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy on (B)(6) 2011 to treat fibroids, menorrhagia, pelvic pain and mesh was utilized. Pathology showed sarcoma with areas of leiomyoma with aspects of lms and additional surgery on (B)(6) 2011 for recurrent lms with path showing high grade sarcoma consistent with recurrent lms. Patient in constant pain since 2012 , lost 90% of quality of life and is house-bound. No additional information was provided.